Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) seal and deformed upstream occlusion (uso) seal. Functional testing was performed. The dso and uso seals were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a broken downstream occlusion seal. There was no patient involvement, no patient injury was reported.